Event description:
Reporter indicated a vns therapy pt was scheduled to have his vns therapy system explanted due to lack of seizure relief. Manufacturer review of available programming history revealed the pt received high impedance on a system diagnostic test on (B) (6) 2008, (B) (6) 2009, and (B) (6) 2008. A battery life calculation on the pt's generator revealed it was 3.9 yrs until the eri=yes. However, follow up with the treating physician indicated the pt did not receive benefit from vns "despite multiple programming changes." "There was no problem with the device itself. It functioned normally, but he simply requested to have the pulse generator and most of the lead removed so that he would not have the pulse generator in place." The physician plans to let the battery expire and then the vns will be removed. Good faith attempts to obtain additional information were unsuccessful.